Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Two days after onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with vancomycin and gentamicin (doses, frequencies, and durations were unknown). On an unreported date, the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy remained ongoing. On an unreported date, the patient was retrained in aseptic technique. No additional information is available.